Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed there was no external damage. During start up, the reported problem was duplicated. The root cause of the reported issue was found to be the plunger head was tight against the pump, one of the flippers was up resting on ear clip. This was caused by a design issue. Replaced left plunger case and reset the timing plates in the plunger head as a preventative measure.

Event description:
It was reported that there was a check sensor error. No patient injury was reported.